Event description:
It was reported that the user experienced recurrent insulin occlusion alerts on the insulin pump, while drops of insulin were visible during tubing fill; education was provided that the cartridge must be placed in the chamber before attaching the connector and tubing to prevent air pressure that could trigger occlusion alerts, and the user was advised to change supplies and follow the correct assembly sequence. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the reported issue aligned with user assembly technique leading to lack of effect alerts, with device component details insufficient for further specification. It was concluded, based on previously established findings for similar reports, that the cause was not established.